Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2. H11: corrected data based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 25mm 2700tfx aortic valve has been placed under consideration for a valve-in-valve procedure after an implant duration of 7 years, 11 months due to leaflet thrombosis and clot on cta. The patient presented with heart failure and shortness of breath. The tavr procedure has not yet been performed. Patient is being treated with anticoagulation for 3 months.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 2700tfx aortic valve has been placed under consideration for a valve-in-valve procedure after an implant duration of 7 years, 11 months due to unknown reason.